Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation in (B)(6). It was reported that there was confirmation of dislocation after the medical procedure.